Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed smart device did not show transmitter listed in bluetooth menu. Dexcom representative advised patient's mother to verified transmitter was fully snapped in and to use another sensor. No additional patient or event information is available.